Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; the reported event of leaking was not confirmed during testing. The device was found to be affected by a substance behind on the handle by the back cap, but there was nothing leaking out. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device was reportedly leaking. There was no patient involvement; no patient impact.